Event description:
It was reported that during an esophagus resection procedure, the surgeon did radical resection of esophageal cancer on (B)(6) 2012. The surgeon used cdh25 to do stomach- oesophagus anastomose and found that the tissue had been cut out but the staples were malformed after the firing. The patient lost blood and was given infusion of 1000cc. The surgeon had to make the purse by hand and change another new device to complete the procedure. The whole procedure was delayed around one hour and the patient accepted more anesthetic. Furthermore, the feeding time after surgery was delayed from 7 days to 10 days. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Uncut washer - blemished the analysis results found that the device arrived in good visual condition with only 13 preformed staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.